Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.

Event description:
It was reported that the patient developed "bumps" the evening of treatment on full face and neck. Allegedly there were superficial fluid filled blisters on left side of cheek and neck. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The treatment tip was returned for evaluation. The tip was evaluated and passed flow, leak, visual, and thermistor tests. No functional test was performed due to zero treatments remaining. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator that on-screen instructions are not being followed, or there is a problem due to rf noise, or that operator is not maintaining full contact to skin with consistent and sufficient force during rep delivery. A failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. Burns, blisters, scabbing, and scarring are possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.